Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device was unable to pass the 360 joule charge and shock test during testing, and appeared to dump the charge internally. During subsequent testing, however, the device was able to charge and shock, and the issue could no longer be duplicated. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it could not pass a 360 joule charge and shock test. It was observed that the device was too slow to charge and that, as a result, the device dumped the charge. Because of this, adequate defibrillation may not be possible if it were necessary.